Manufacturer narrative:
Additional product codes: dro. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "pacer disabled", and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll and visual evaluation of the device found evidence that the customer had disassembled the device in an attempt to repair the device. Due to the condition in which the product was received, root cause analysis could not be performed. The device was repaired, recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.